Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-00538. Additional information was received that the patient's lead migrated. Surgical intervention was undertaken wherein the patient's scs system was replaced. Effective therapy was established postoperatively.